Manufacturer narrative:
Continuation of d10: concomitant medical devices in use during the event include: product ID: {gwbc30}; product serial/lot number: {unknown}; product type: {0195-heart valves}; product ID: {evproplus-29}; product serial/lot number: {(B)(6)}; product type: {0195-heart valves}; implant date: {(B)(6) 2026}; product ID: {evproplus-29}; product serial/lot number: {unknown}; product type: {0195-heart valves}; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the successful implant of a transcatheter aortic valve, a post-implant balloon aortic valvuloplasty (bav) was required due to an unspecified reason. Upon performance of the bav, the valve dislodged. While attempting to deploy a second valve, the patient coded. Resuscitation was performed, however the patient ultimately died. Additional information was received that the patient had a bicuspid type zero native valve. The deployment starting point was in the middle of the pigtail catheter, and the valve dislodged in the aortic direction. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) and left coronary cusp (lcc) was 1 millimeter (mm). After valve dislodgement, the valve moved towards the aorta. Additionally, a medtronic guidewire was used during the procedure.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d4. H4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.